Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. Device trace download analysis confirmed the device alarmed power error. The power management tool confirmed was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had power error detected. The customer's blood glucose was unknown. During troubleshooting, the customer was asked to monitor pump. The insulin pump will not be returned for analysis.